Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Despite multiple attempts to obtain additional information from the surgeon, no additional information has been received. The lot number of the delivery device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be determined.

Event description:
Reportedly, during lens insertion the capsule broke. The doctor removed the lens and implanted an anterior chamber lens. No other information available. Additional information has been requested, but no additional information has been rec'd. Please reference MDR # 1313525-2015-02053 for the lens used during the event.